Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the therapy didn't seem to be working very well for their symptoms since maybe a month ago. The patient denied having had any falls or traumas that would have led to the issue. Patient thought they maybe wanted to increase their stimulation a little bit and requested assistance. Patient services reviewed therapy expectations and programming considerations with the patient and the patient was able to successfully connect to their settings and increase the stimulation to a level where they felt it comfortably in their bike seat. Patient services wanted to note that while connectingto their ins, the patient mentioned they didn't "really feel the implant anymore." Patient stated they thought it may have moved but that it had been like that for a long time however. Patient was then able to locate their ins and connect to see their implanted settings and the external devices functioned as expected. Patient services did not ask any further questions about this comment as they were focused on the reason for call but redirected the patient to follow up with their health care provider (hcp) if they still experienced therapy issues after monitoring their symptoms. The patient was going to monitor their symptoms now that a change had been made, make an additional adjustment or call back for assistance if needed and reach out to their managing health care provider for further concerns about their symptoms. Documented reported event. No further action was taken by patient services. On 2024-oct-18 707055415_telph (hcp): additional information was received from a healthcare professional (hcp). The hcp reported that they haven't seen the patient since april.